Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation. H3 other text : ongoing.

Event description:
The customer reported that the buzzer sound during the shutdown process of the m540 is failing. No adverse patient impact was reported.

Event description:
The customer reported that the buzzer sound during the shutdown process of the m540 is failing. No adverse patient impact was reported.

Manufacturer narrative:
The device has been evaluated in the manufacturer's workshop. The reported aspect of impaired generation of buzzer sound could be confirmed. It turned out that the device was subject to a previous repair ingress during which some parts in the surrounding of the buzzer had been replaced but not installed properly and thus had become loose. The vibration of the buzzer was thus impaired leading to reduction of sound level. The improper installation has now been corrected whereby the error condition of impaired buzzer sound generation was resolved. The case is rated an isolated event.